Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit for the reported malfunction. No error log indications of unit malfunction. Replaced ac power cord and power management board. Monitored as unit charged batteries without issue during testing, charging never stopped throughout. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery won¿t charge. There was no patient involvement reported.